Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: findings from (B)(6) 2023 showed possible acute left anterior cerebral artery territory infarct. There was no sign of hemorrhage or herniation. The patient arrived in the intensive care unit and at 23:00 with anesthesia and was given propranolol (inderal), tranexamic acid (cyklokapron), epinephrine, dopamine, and inhaled nitric oxide. Stoke code activated due to absence of right hemiplegia. The patient's mental status remained poor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient had a computed tomography (CT) performed post thrombectomy on (B)(6) 2023 that confirmed the patient had a stroke. The patient experience right hemiplegia and gaze preference. A bivalirudin drip and aspirin was started. A tracheostomy was performed on (B)(6) 2023. The patient would be monitored for neurological improvements and continued cts of the head.